Event description:
The physician was using a sprinter over the wire (otw) balloon dilation catheter for pre-dilation of a lesion. It was noted during use that the catheter had hole in the shaft. There was no leak or rupture of the balloon. The physician experienced difficulties when loading the device onto the guidewire. The patient is reported to be good and no clinical sequelae were reported. Evaluation summary: the distal inner and outer shafts were kinked with a short longitudinal tear evident on both shafts proximal to the balloon bond. The leak site was confirmed to be proximal to the balloon bond. The material was raised around the leak site on the inner and the outer shafts.

Manufacturer narrative:
(B)(4). Evaluation results: caused by another device/drug (damage to the device was most likely due to the procedural guide wire puncturing the inner and outer shaft). Conclusion results: another device caused failure (damage to the device was most likely due to the procedural guide wire puncturing the inner and outer shaft).